Manufacturer narrative:
(B)(4). Evaluation summary: it should be noted the instructions for use state: should unusual resistance be felt at any time during stent system advancement or stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. The device was returned for evaluation and the reported deployment failure could not be confirmed as the stent was no longer located in the delivery system. The stent elongation could not be confirmed as it was based on case circumstances. The tip detachment was confirmed. Cine images were provided but were not able to help determine the direct root cause of the reported problem. Based on visual analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, proximal femoral artery. The patient was hospitalized for an open endarterectomy procedure after which a 6fr sheath was placed. Pre-dilatation was performed with a 6.0 x 40 mm balloon up to 14 atmospheres for 30 secs. The 6x60 supera veritas stent was placed in the popliteal without any problems. A 6x100 supera veritas stent was being deployed in the proximal superficial femoral artery; however, after 5 cm of the stent had been released it was not possible to release the other 5 cm. After several tries the catheter tip separated and the tip was lost. The vascular surgeon opened the endarterectomy patch and removed the tip from the anatomy. The stent implant was then cut as it was heavily elongated. A non-abbott self-expanding stent was then placed in the rest of the supera to expand the stent to proximal. The vascular surgeon then re-treated the artery with an endarectomy patch. There was good flow afterwards. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.